Event description:
It was reported to philips that the system did not x-ray during a procedure. The patient was transferred to a different system. There was no patient or user harm reported. Philips has started an investigation of this complaint.